Event description:
A pt underwent a device explant procedure due to signs of a pocket infection. Cultures were taken, and results were noted as pending. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.